Event description:
This report is based on information provided by philips authorized service provider (asp) and with an investigation documented by philips complaint handling team. Philips received a complaint on the heartstart xl defibrillator indicating that the self-test failed. There was no patient involvement at the time the reported issue was discovered. An analysis was performed by the customer only. Based on the information provided, the reported problem was confirmed by the customer, and the issue was determined to be caused by a battery failure. The root cause of the battery failure could not be determined. The customer replaced the battery to resolve the issue, and the device was returned to service. Based on the information available and results of additional analysis, no further action is necessary at this time. The battery was replaced and the device was returned to full functionality. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.